Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The fse replaced the buffer valve, buffer syringe and reference electrode to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Patient demographic information was not provided. Patient data was not provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) involving the au5800 clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provided patient demographics. The customer did not provide patient data.